Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer declined to return device.

Event description:
Patient and patient's mother reported patient has been hospitalized 3 times for high blood glucose levels in the past 3 months; alleges error messages are attributing to the hospitalization. No blood glucose levels or details were provided. Customer alleges the pump is not working properly; no further details were provided. Patient did not allege a delivery issue; declined troubleshooting. Requested return of the alleged pump, adapter, cartridge, infusion set, battery, and battery cover for evaluation; declined to return the alleged pump.